Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), abortion spontaneous ('possible miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure (batch no. 968711 - not valid , 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginitis, vulvovaginitis, dysplasia and bladder infection. Concurrent conditions included acne. Concomitant products included celecoxib (celexa), ibuprofen, ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: large blood clots during cycle") and feeling abnormal ("psychological or psychiatric problems condition: miserable"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, blood disorder and cardiac disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, fatigue, menstrual disorder, weight increased and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, blood disorder, cardiac disorder, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-chronic pain, pelvic/abdominal pain, dysmenorrhea (cramping) bleeding-menorrhagia (heavy menstrual bleeding), blood/heart disorder discrepancy possible miscarriage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record dysmenorrhea, menorrhagia pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), abortion spontaneous ('possible miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure (batch no. 958711, 968711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginitis, vulvovaginitis, dysplasia and bladder infection. Concurrent conditions included acne. Concomitant products included celecoxib (celexa), ibuprofen, ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), menstrual disorder ("reproductive system disorder or condition type of disorder or condition: large blood clots during cycle") and feeling abnormal ("psychological or psychiatric problems condition: miserable"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, blood disorder and cardiac disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, fatigue, menstrual disorder, weight increased and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, blood disorder, cardiac disorder, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-chronic pain, pelvic/abdominal pain, dysmenorrhea (cramping) bleeding-menorrhagia (heavy menstrual bleeding), blood/heart disorder discrepancy possible miscarriage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record dysmenorrhea, menorrhagia pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and medical records received: lot number was added. Reporter information, medical history, concomitant drug was added. New events "other injury or complication please describe: possible miscarriage abnormal bleeding (vaginal),fatigue, psychological or psychiatric problems condition: miserable, reproductive system disorder or condition type of disorder or condition: large blood clots during cycle, weight gain, device ineffective, pregnancy with contraceptive device" were added. We received a lot returned in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder") and cardiac disorder ("blood/heart disorder"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, blood disorder and cardiac disorder had resolved. The reporter considered abdominal pain, blood disorder, cardiac disorder, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain-chronic pain, pelvic/abdominal pain, dysmenorrhea (cramping) bleeding-menorrhagia (heavy menstrual bleeding), blood/heart disorder most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously added injury nos was replaced with chronic pain & new events-pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, blood/heart disorder were added. Lawyers were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.